Event description:
Amplatzer asd occlusion device placed in 2009. Initial procedure uncomplicated and device placed easily under fluoroscopic and tee guidance. Good device position and function demonstrated by transthoracic echocardiography on the morning of the next day. Acute onset of chest pain approximately 1 1/2 hours later with acute accumulation of pericardial fluid demonstrated by repeat echocardiogram. Asd device atrial erosion resulting in non-life threatening hemopericardium- no evidence for acute tamponade physiology. Device was successfully explanted in the operating room and erosion site surgically repaired along with surgical asd closure. Uneventful post-operative recovery thus far.